Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v015148, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v014246, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n378714, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that on (B)(6) 2014 that patient felt like he was going to ¿vibrate out of bed¿ his shaking was so bad. The patient had not had any falls or trauma around the time of the report. The patient requested that a manufacturer representative come to the facility and check his programming. Additional information was requested, but was not available as of the date of this report.